Event description:
Per customer contact: it was reported that two cases of the hydro-surg tubing sets were received and they were sent to the operating room with no notable damage to the outer shipping containers. When the operating room staff opened the outer shipping container to unload the tubing sets, it was noted that the seal on six of the blister packages were broken. The devices were not useable in this condition as they were no longer sterile.

Manufacturer narrative:
Visual examination of the returned devices confirmed that the blister trays had various degrees of damage to the blister trays and creases in the tyvek lids. Five of the six units had an open seal. All six units showed evidence that the blister packs had been completely sealed at one point. Based upon the visual examination, it appears that the damaged product is related to an environmental/handling event that occurred sometime after distribution by bard. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would cause or contribute to the reported event. The damage that occurred to the blister lid is a clear breach of the sterile barrier; however, this damage is highly evident to the user.